Event description:
It was reported that the patient presented for a procedure. Fluoroscopy was performed that revealed that the right ventricular (rv) lead was dislodged resulting in failure to capture and sensing. The physician opted to explant and replace the rv lead; a new lead was successfully implanted. The patient was in stable condition.